Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the specimen cup. The opposite haptic is broken in the distal area. Scratches are observed on the anterior edge surface. All product and batch history records are quality reviewed prior to product release. A cartridge was indicated as being used. The iol is a non-foldable lens model and is not designed to be used with any cartridge. This may have been reported in error. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens implant procedure, haptic broke after suturing. Patient contact was noted. Additional information was received by facility representative that, pars plana vitrectomy was performed.